Event description:
Pursuant to info received from the physician, while using the port detector it failed to detect the device so that the physician could inject or remove fluid from the device. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrece.